Manufacturer narrative:
(B)(4):device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar fusion a chron os beta-tricalcium phosphate strip was expired after implantation. There was not delay in surgery and was successful. This device is not coming back. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the: part 07.801.100.99s lot kna9022/DHR 07.801.100.99s lot kna9022 released 01/23/2013 exp. 12/31/2014, dsm biomedical manufactured the chronos beta-tcp strip 50mm x 25mm x 3mm sterile, p/n 07.801.100.99s, and lot number kna9022 for po (B)(4). The supplier¿s c of c (dated 01/18/2013) indicates that the parts were made to revision ¿e¿ and met all required specifications. The parts were inspected and conformed to synthes incoming final inspection sheet (B)(4), revision ¿b¿ (dated 01/23/2013). No ncrs were generated for this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.